Event description:
The initial reporter questioned the results for 3 patient samples tested for multiple assays on a cobas 8000 c 502 module. Discrepant results were provided for 2 patient samples tested for either calcium or total protein. Patient 1 initial calcium result was 6.5 mg/dl. The repeat result was 9.9 mg/dl. Patient 2 initial total protein result was 5.43 g/dl. The repeat result was 7.34 g/dl. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The field service engineer (fse) found a leaky cell rinse tube and replaced it. The module was operating back within specification. The customer had no further issues after the service visit. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the event was due to a maintenance issue.